Event description:
Customer reported the following: overinfusion of d10 1/2 ns to a child. Intended rate was 15ml/hr. First 500ml bag hung about 3am. Nurse thought delivery might not be accurate and switched the infusion to a different channel about 10am. About 1900 the second 500ml bag emptied and it was realized that an overinfusion occurred. During the infusion of the first bag, the nurse said that she did get an occlusion alarm and took the set out to troubleshoot and a small amount of fluid may have infused at that point. Labs were drawn and the patient's blood sugar was elevated and consistent with getting an overinfusion. The set was not saved. The device was sent to biomed. The pump did pass accuracy testing. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.